Manufacturer narrative:
Unit received with blank display due to moisture damaged lcd board. Unable to perform operating current test, a21 error test, displacement test due to blank display. (B)(4).

Event description:
Customer reported via phone call that he was at the pool with the insulin pump and it was exposed to moisture. Customer's blood glucose level was unknown. Customer was advised that it was not safe to use insulin pump. Customer was advised to discontinue use of the insulin pump and recommended customer refer to back up plan per healthcare professional's instructions. Customer did not had back up plan available. Insulin pump will be returned for analysis.